Manufacturer narrative:
A getinge representative has reported that the iabp will be retained in the getinge japan service center as it is a fixed asset. Additionally, all parts were discarded and will not be returned for failure investigation. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and tried using other safety disks and equipment, but the same issue occurred, in which he judged that there was a defect. Repairs are pending and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during an inspection after the safety disk was replaced on the cardiosave intra-aortic balloon pump (iabp) failed the membrane status of patient interface module test. Tried testing with another safety disk and the issue persisted. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the membrane status of patient interface module test after the safety disk was replaced. There was no patient involvement and no adverse event was reported

Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h10, h11. Corrected fields: b5, d5, e1 (initial reporter), g3 (remove user facility), h6 (medical device ¿ problem code). The fse troubleshot the suspected faulty safety disk by installing into another cardiosave iabp unit. The safety disk failed. An additional second and third safety disk were installed an all failed the leak test. The fse replaced the safety disk with a 4th safety disk and all testing then passed. It is expected that the suspected faulty safety disk will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.